Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system associated with the finished goods batch was returned for analysis. The device was received with the stent protector and product mandrel inserted. The tip outer diameter (od) was measured and is within specification. The most proximal row struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon stent protector was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 14x2.50mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). After predilatation of a 2.5x15mm unspecified balloon catheter, a 2.50x16mm promus element¿ plus stent advanced to treat the lesion and the device was unable to cross the lesion. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.